Event description:
A report was received that a recently implanted patient was admitted at the hospital due to possible infection at the midline incision site. The patient was not feeling well, had pus and the incision site was opening up. It was not known if the infection was device or procedure related. Oral and topical antibiotics were prescribed. The patient was doing well and was discharged from the hospital.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.